Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage to the insulin pump. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was done and found the damage was on the battery tube side and the insulin pump's functionality was affected, as it did not turn on. No harm requiring medical intervention was reported. The product mmt-1884 will be returned for analysis.

Manufacturer narrative:
The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump powered up properly after battery installation. The pump passed the self test, sleep current measurement and active current measurement. The pump was monitored and no blank display noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 10/06/2025 21:42:00.000. Insert battery alarm was found on: 10/06/2025 22:49:25.000, 10/06/2025 22:50:11.000. 10/09/2025 02:21:26.000, 10/09/2025 02:31:00.000. Power loss alarm was found on: 10/09/2025 09:21:37.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 13-oct-2025 at 15:35:59.000. There was no power data available for the date of 06-oct-2025. Unable to check power data for low battery alert and power loss alarm. No unexpected low battery alert and power loss alarm noted during testing. In further review of the formatted history file 1 week prior to the event date of 09-oct-2025, these pump error(s)/alarm(s) were noted: sensorerroralert (801) was found on: 10/03/2025 00:14:21.000. 10/03/2025 02:19:20.000. 10/03/2025 04:24:20.000, 10/03/2025 04:34:00.000. 10/03/2025 06:24:22.000, 10/03/2025 06:34:00.000. 10/03/2025 08:29:20.000, 10/03/2025 13:14:19.000. 10/08/2025 07:14:32.000, 10/08/2025 07:24:00.000. 10/09/2025 13:42:35.000, 10/09/2025 13:52:00.000. Sgcalibrationerror (776) was found on: 10/03/2025 12:05:01.000. 10/03/2025 21:32:55.000. Sgcalibrationerror2 (838) was found on: 10/03/2025 12:36:06.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor error alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. However, slight corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Slight corrosion was also found on the battery tube assembly noted. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Customer alleged for blank display was not confirmed. Cosmetic damage was confirmed at the case - battery compartment of the pump during analysis. However, during visual inspection slight corrosion was found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Slight corrosion was also found on the battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.